Event description:
It was reported that, during an arthroscopy, two accu-pass suture failed the same way, the lasso 45 degree suture got stuck inside lasso. Another incision had to be done in order to bypass, thus an extra arthroscopy portal had to be done. It is unknown how the procedure was completed or if there was a delay. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H10. The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. Unplanned requirement for additional arthroscopy portals is unlikely to result in any permanent impairment to body structure or function or require medical or surgical intervention to preclude permanent impairment to body structure or function. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that, during an arthroscopy, two accu-pass suture failed the same way, the lasso 45 degree suture got stuck inside lasso, therefore, an additional arthroscopy portal had to be done in order to bypass it. It is unknown if a backup device was used to complete the procedure or if there was any surgical delay. No patient complications were reported.